Event description:
It was reported that the bearing was defective. At the time of report, the impact to the patient was unknown. Additional information received upon follow-up stating that it occurred during a craniotomy case and there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the allegation of bearing defective was confirmed. The likely cause couldn't be det ermined. However it was noted that the burr could not be inserted due to the broken tip bearing. Also there were scratches and dents observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.